Event description:
The pump was interrogated because it was alarming. The logs showed multiple motor stalls with no recovery from the last one. The patient experienced sweating and complained of increased spasms. The pump was explanted (B)(6) 2013 and had not been replaced. The patient outcome was reported as no injury, the patient recovered without sequel.

Event description:
It was reported that the pump was critically alarming due to a motor stall. The patient heard the alarm a couple days ago and had an appointment with the healthcare provider on (B)(6) 2013 but ended up in the hospital the night before. The patient "appeared to be withdrawing" with leg spasms and sweating. It was noted in the logs on (B)(6) 2013 that a motor stall occurred at 3:44 am with a recovery at 3:53 am. There was another motor stall at 4:23 am with a recovery at 4:36 am. Another stall occurred at 5:08 am with no recovery noted. The patient had not been exposed to MRI. The pump was used to deliver morphine and baclofen. It was later reported that the pump was explanted last week. The pump will be sent in for analysis when it is released from the hospital.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there was a gear train anomaly found and indicated as corrosion and stall.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Manufacturer narrative:
Analysis of the returned catheter found no significant anomaly. There was a non-significant indent found in the seal that did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.